Event description:
A customer reported that during the cataract surgery an ophthalmic handpiece exhibited suction issues during the phacoemulsification step of the procedure and patient had a corneal sinking down. The current outcome of the patient¿s condition was unknown. Additional information has been requested and none received at the time of this report. This report pertains to the handpiece from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.